Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sites would get infected often. The bumps were round about the size of a quarter, beneath and elevated from the skin, dark red, and the region surrounding was tender to touch. Customer's blood glucose level was in between 200 mg/dl and 487 mg/dl. The device was not returned.